Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-40479, related manufacturer reference number: 2017865-2021-40481. It was reported that the patient presented in clinic for a post implant check. Inspection of the pocket noted that the incision wound was not healing. The patient was given several courses of antibiotics. After no improvement was noticed, pacemaker and two leads were explanted. The patient was stable post procedure.